Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 38, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the devices, and it passed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received no motor movement or negligible movement and retries to free a stuck motor failed alarm. The customer¿s blood glucose level was unknown. Customer stated that they during the simulation of the tank refill the insulin pump stops and the insulin pump error appears again. The insulin pump will be returned for analysis.